Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was seen in his clinic on (B)(6) 2015 and his effluent was cultured and came back positive for a yeast infection. The patient was admitted to the hospital on (B)(6) 2016 and discharged on (B)(6) 2016. The patient's peritoneal dialysis catheter was removed, and the patient was receiving in center hemodialysis. The pdrn could not confirm how the patient became infected. The patient's hospital discharge summary was requested.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.

Manufacturer narrative:
Medical records do not contain hospital progress notes, peritoneal dialysis clinic progress notes or dialysis treatment records for review. Medical records do not indicate the source of the peritonitis but that the organism was candida. Patient¿s peritonitis was not resolved after treatment with diflucan and required removal of the peritoneal dialysis catheter. There is no documentation in the medical record that indicates a causal relationship between the liberty cassette and peritonitis. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
The following is from the medical records provided by the patient's treatment facility. This patient is a (B)(6) male who presented to the emergency room on (B)(6) 2016. Medical records revealed the previous month, the patient had peritonitis and underwent aggressive medical therapy. Subsequent peritoneal samples provided to the peritoneal dialysis nurses apparently came back abnormal from last week suggesting possible yeast infection. The peritoneal dialysis nurse contacted the patient requesting him to go to the emergency room for admission for treatment. The patient was admitted but physician felt it was not necessary. The physician felt the patient¿s peritoneal fluid specimen was possibly contaminated and a repeat specimen was obtained. Patient was asymptomatic. Patient was discharged on (B)(6) 2016. However, a repeat peritoneal dialysis fluid culture on (B)(6) 2016 was positive for yeast. The patient was treated with diflucan and had the peritoneal dialysis catheter pulled after this date.